Event description:
A customer contacted beckman coulter inc., (bci) and reported that one erroneously low glucose (glucm) result was generated when running in duplicate mode on unicel dxc 800 pro synchron clinical systems. The specimen was re-tested on a different instrument and obtained results confirmed the higher result. The low result was not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Review of qc data sent indicates qc was within 2sd for previous month. Qc was higher than 2sd for level I and ii on the day of event. A field service (fse) was dispatched and verified all glucose hardware and sample handling hardware. No hardware was replaced. The fse performed calibration and qc with acceptable results. System technical support (sts) performed some service and continues to work with the fse. Root cause of this event is unknown.